Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. This report is for (band aid brand waterblock decorated bandages ap). Lot number is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (bab water block plus 3/4in 30s USA (B)(4)). Upc = (B)(4). Lot number = unknown. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (bab water block plus 3/4in 30s USA (B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer applied band-aid princess to her child. Consumer found on her daughter eczema on the area attached to the pad. Consumer went to hospital for her daughter to be treated. The consumer sought medical intervention for her daughter&apos;s treatment. Redness still remains around the area.